Manufacturer narrative:
The lvad was returned for evaluation. A correlation between the findings of the evaluation of vad-17510 and the multisystem organ failure and death cannot be conclusively determined. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed various pale-yellow and red non-laminated depositions of tissue and blood extending from the lumen of the inlet elbow, throughout the pump, and into the outflow graft. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow cannot be conclusively determined. Correlations between the observed depositions and the patient¿s reported expiration cannot be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Infection, respiratory failure, thrombus, and renal dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 10/30/2015. It was reported that the patient expired on (B)(6) 2016 due to multi-system organ failure. The pump was returned for evaluation. Further information regarding the event was provided by the vad coordinator. The patient presented with complaints of dyspnea and decreased urine output. The patient was admitted for fluid overload and started on inotropes to assist with diuresis on (B)(6) 2016. The inotropes were continued for eighteen days. The patient experienced peripheral edema, dyspnea, and worsening renal dysfunction. On (B)(6) 2016, while on high amounts of oxygen, the patient had a sudden development of acute respiratory distress and fever. Blood cultures were positive and patient went into shock. A direct cause of infection was unable to be determined. On (B)(6) 2016, the patient was extubated due to improving respiratory effort and improved blood gases. On (B)(6) 2016, the patient required re-intubation due to worsening respiratory status. The patient developed arrhythmias and showed signs of end organ function. The patient's spouse decided to withdraw care on (B)(6) 2016. It was reported that the issues were not believed to be pump related. The pump was returned for analysis and during the investigation depositions were found within the lvad on (B)(6) 2016. This complaint was determined to be reportable based on the investigation finding.